Event description:
It was reported that during a breast biopsy procedure, while taking the biopsy the radiologist was not able to get a tissue sample. The pt felt pain and was being administered add'l lidocaine which was not able to go through the tube. Another probe was used to complete the procedure.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.